Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer performed calibration and qc after the event with acceptable results. The field service engineer performed system checks. After service, the customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2, altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation, ureal urea/bun, ise indirect gen.2 k results for one patient tested on a cobas 6000 c (501) module. At 11:30 a.m., the patient's initial results were reported outside the laboratory. The patient's doctor questioned the initial results and the analyzer's performance. At 8:30 p.m., the customer performed repeat testing with the patient's sample on the same analyzer for confirmation. The patient's initial results were creatinine 0.79 mg/dl, altl 37 u/l, bun 10 mg/dl, k 4.1 mmol/l. The patient's repeat results were creatinine 2.70 mg/dl with a data flag, altl 10 u/l, bun 48 mg/dl with a data flag, k 4.6 mmol/l. The customer determined the repeat result was correct and corrected reports were provided to the patient's doctor. The creatinine reagent lot number was 507621 with an expiration date requested but not provided. The altl reagent lot number was 506864 with an expiration date requested but not provided. The bun reagent lot number was 512645 with an expiration date requested but not provided. The k electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's provided calibration and qc results were ok. There was no indication for a performance issue of reagent or instrument. The customer's system alarm trace did not contain any abnormalities. The customer's sample pre-analytical details were requested but not provided. After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.